Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected troponin I result was obtained from one patient sample tested on a vitros 5600 system. The definitive assignable cause could not be determined. Vitros tropi es precision testing performed was within acceptable guidelines, suggesting an instrument issue was not likely a contributing factor. Historical quality control data shows acceptable performance, however, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, a reagent issue cannot be entirely ruled out as a contributing factor. In addition, the customer is not following the sample collection device manufacturer¿s recommended centrifugation protocol; therefore, pre-analytical sample processing cannot be ruled out as a contributing factor. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed.

Event description:
A customer obtained a non-reproducible, higher than expected troponin I result was obtained from one patient sample tested on a vitros 5600 integrated system. Patient 1 vitros tropi es result 3.760 ng/ml versus the expected trop I result 0.028 ng/ml. A biased result of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected vitros tropi es result of 3.760 ng/ml obtained from the 1st sample was reported outside of the laboratory, however, a corrected result was issued and no treatment was given, changed, or withheld based on the reported tropi es result. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).